Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported that during a stage 2 procedure on (B)(6) 2015, the surgeon was unable to insert the lead into the header block. The lead was getting stuck and the surgeon wiped down the lead and reinserted it twice without success. The implantable neurostimulator (ins) was changed out and the lead was inserted without difficulty. The ins would be sent back for analysis.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0yeht, product type: lead.

Manufacturer narrative:
Final analysis of the neurostimulator ((B)(4)) found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.